Event description:
It was reported that the patient received multiple hv shocks due to noise on the ventricular lead. The sense/pace portion of the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during system explant, externalized conductors were observed on fluoroscopy.

Manufacturer narrative:
Multiple internal insulation abrasions were found at 35.2- 35.6cm, 35.4-36cm, and 43.9-44.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was found at 33.5-34.4cm. Explant damage to the etfe coating was observed. Internal insulation abrasion under the rv shock coil was found at 6.3-8.2cm from the distal tip. The re conductor was visible and the etfe coating was abraded at 7.1cm from the distal l tip. This damage could cause noise and inappropriate therapy if exposed re cable made direct contact with the rv shock coil.